Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/1/2020. Additional information was requested and the following was obtained: the correct lot is ak8153.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/28/2020. The following additional information was obtained: consider information reported: code: 8697, lot: ak8152. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that lot should be ak8153 per the distributor report and per product returned for evaluation from product code 8697, lot ak8153. A manufacturing record evaluation was performed for the finished device ak8152 number, and no non-conformances were identified. Additional h3 investigation summary: it was reported pull off - suture needle. One empty opened overwrap packet and one empty opened older of product code p8697t, lot ak8153 were returned for analysis. As no needle or suture were returned for evaluation, we are unable to investigate further to the issue of ¿when the patient's dermis was closing the suture is decapitated so it is required to use another suture".

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/28/2020. A manufacturing record evaluation was performed for the finished device ak8153 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to close the dermis. During the procedure, when the patient's dermis was being closed, the suture was decapitated so it is required to use another suture. There were no adverse patient consequences reported. No additional information was provided.